Event description:
During a pump refill procedure, they were having difficulty accessing the center port. An inexperienced nurse was conducting the refill and it was questionable if the needle was totally in the reservoir fill port. Post refill, the area around the pump pocket was swollen and "mushy" feeling. When they re-accessed the reservoir they were only able to aspirate 2 cc's so, they believed it was a pocket fill. An x-ray was performed and it showed the pump was not filled; the medication was injected into the subcutaneous tissue rather than the pump. The pt was monitored overnight by walking the pt every two hours: vital signs were also monitored. The pump was filled under fluoroscopy. The outcome of the event was reported as "complete recovery". The serious criteria was reported as "serious". The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). The analysis results found that the long45a device was received in good visual condition and with four reload loaded in the device. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, when stapling the "pouch" using four blue reloads, staples did not form properly. They had to suture over every row on both sides. The procedure was prolonged 60 minutes. There was one extra day of observation because of the higher risk for leaks. The patient was in stable condition immediately after the event.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.